Event description:
It was reported that the company rep attempted to interrogate the device while it was still in the box, but it was not possible to establish telemetry with the device. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The cause of the no output and no telemetry condition was due to high leakage current internal to the c3 filter capacitor.